Event description:
The customer reported that the central monitor speaker failed. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The philips technical consultant (tc) confirmed the event. The tc noted that there was a cable that had become disconnected. The tc reconnected the cable. The tc had ordered a system, but did not need it, and it was returned unused. This is a reportable malfunction. The cause of the event was a cable that was disconnected. The issue was resolved by realigning the cable. The device remained on site.

Event description:
The customer reported that the central monitor speaker failed. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.